Manufacturer narrative:
Additional information received indicating event date and that the fault of the tube inflating 3 days in a row when it was supposed to be deflated. One bivona trach tube was returned for analysis. Upon visual inspection there was no damage found to the cuff, airline, or pilot balloon. The unit was filled with air and then deflated without issues. The cuff was visually inspected following inflation and deflation, but the cuff did not inflate. The manufacturing process and assembly process was reviewed. Verification of the manufacturing process was performed on 32 units; no discrepancies. Based on the evidence, the complaint was not confirmed as there was no fault found.

Event description:
Information was received indicating that a smiths medical portex bivona tracheostomy tube was found to be inflated three days in a row even though it had not been inflated. There were no reported adverse effects.